Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported a falsely elevated ammonia result generated on the alinity c processing module on a patient. The following results were provided: sid (B)(6) = 63 umol/l. Repeat result 42 umol/l. Reran on another instrument and was 51 umol/l (reference range 16-60 umol/l). No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for a falsely elevated ammonia result on the alinity c processing module included a review of data and information provided by the customer, labeling review, search for similar complaints, ticket trending review, and device history record review. The customer replaced the sample probe, which resolved the issue. No additional discrepant patient results have been reported since the troubleshooting by the customer. Trending review did not identify any trends for the issue for the product. A review of the clinical chemistry systems revealed found no systemic issues or trends for the issue associated with this ticket (erratic/discrepant results). Manufacturing documentation for the likely cause did not identify any issues associated with the complaint issue. A review of labelling adequately addresses sample results observed problems for erratic / discrepant results. Based on the investigation no product deficiency was identified for the alinity c processing module, serial number (B)(6).

Event description:
The customer reported a falsely elevated ammonia result generated on the alinity c processing module on a patient. The following results were provided: sid (B)(6) = 63 umol/l. Repeat result 42 umol/l. Reran on another instrument and was 51 umol/l (reference range 16-60 umol/l). No impact to patient management was reported.